Event description:
During a leadless pacemaker (lp) implant procedure, current of injury was unable to be assessed on the right atrial (ra) lp and it was unable to be separated from the delivery catheter. During release attempts, the lp becoming dislodged and travelled to the ivc junction. The lp was able to be retrieved with helix damaged noted. A new ra lp was used to complete the procedure. The patient was stable.